Manufacturer narrative:
There was no patient impact or adverse event. The complaint was detected by the distributor during incoming inspection prior to distribution to customers or use in patient. Any relevant information as a result of the investigation will be provided in a follow up report.

Event description:
A report was received from a distributor stating that a defect was observed in the sterile packaging (nylon side) of the nrg transseptal needle during their incoming inspection of the product.